Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, pins 1 and 15 were damaged in the belt receptacle. The cause of the incoming test failure is the damaged pins. The root cause of the damaged pins is physical abuse. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor which was returned for an unrelated issue, a reportable problem was found. The monitor failed incoming testing.